Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. Functional testing was able to duplicate the reported problem. It was determined that the pump runs with a new battery. Preventative maintenance was performed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that pump disconnected from ac cable, normal sound on power up heard partially, light flashes on screen momentarily then turns black with total loss of power and unable to switch pump on. Trouble shooting was performed, and three different rechargeable battery packs inserted into same pump, and it operates as normal. Affected battery pack was inserted into three different pumps; all three pumps fail to power up. There was patient involvement, but no patient harm/adverse event reported.